Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the cracked handle. Previous investigations found design is attributed to the handles cracking; eco (B)(4) was implemented on (B)(6) 2008 to change the material from radel to aluminum. (B)(4) was implemented on (B)(6) 2013 that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
White coating broke off from the impaction handle during cup impaction.